Event description:
It was reported that this pacemaker exhibited undersensing that appear to be appeared to be falling into blanking. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited undersensing that appear to be appeared to be falling into blanking. The device remains in service. No adverse patient effects were reported. Additional information obtained, the patient will continue to be monitor.